Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly.

Event description:
The consumer reported that there was a broken connector pin on the desktop charger (dtc) since (B)(6) 2016, and a replacement dtc was sent. There was no alleged out of box failure. There were no reported patient symptoms, and there was no indication of patient harm. Additional information received from the consumer later reported that the patient¿s implantable neurostimulator (ins) had depleted since the initial time of report. The patient asked whether the replacement dtc could be expedited; it was reviewed that the replacement dtc was expected to arrive the next day, on (B)(6) 2016. It was noted that the patient asked whether a manufacturer representative could let her borrow a recharger in the meantime. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that replacement desktop charger resolved the ins battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.